Event description:
It was reported that diagnostic data confirms that a lead test was interrupted on (B)(6) 2009, which inadvertently changed the pt's settings to unintended settings and no final interrogation was performed on this visit. On (B)(6) 2009, the settings in question were found and corrected.

Manufacturer narrative:
Analysis of programming history.